Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in customer experiencing a high blood glucose (bg) level of 576 mg/dl and an unspecified level of ketones. As a result of high bg, customer went to the emergency room where they were treated with intravenous fluids of saline and insulin. Customer was released in stable condition 10-12 hours later with a bg of 131 mg/dl. The customer reverted to an alternate method of insulin therapy.